Event description:
It was reported that the bd plastipak¿ syringe disconnected from the needle and the vaccine leaked out onto the patient's arm. The following information was provided by the initial reporter: "syringe disconnected at the time of administration. Some vaccine came out on the arm."

Manufacturer narrative:
The reported lot# 319752p was not found for the reported catalog# 303172. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.